Event description:
Upon review of programming history for this patient, it was noted that on (B)(6) 2005 a system diagnostic test was performed and a final interrogation was not performed. On the next recorded visit on (B)(6) 2005, the first interrogation showed the device settings were reset to unintended settings. Prior to the patient leaving this visit the device was programmed to intended settings. The cause for the reset is likely an interrupted system diagnostic test on (B)(6) 2005.

Manufacturer narrative:
Analysis of programming history.